Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2020, a patient (pt) in (B)(6) reported a diagnosis of corneal ulcer in the past while wearing an unknown acuvue brand contact lens (cl). On (B)(6) 2020, the pt was contacted, and additional information was received: the pt reported the event occurred in 2001 or 2002 in the right eye (od) with one cl. The pt experienced pain and photophobia after an unspecified period of wear. The pt reported being diagnosed with a corneal ulcer od and received treatment, including lacrifilm lubricating drops, a ¿special formulation,¿ and ¿something else to clean the eye¿. After the treatment began, the od was completely healed within one month and the pt resumed cl wear. The pt reports a monthly replacement schedule, per the eye care provider (ecp) recommendations, and occasionally sleeps in cls. The pt is unsure which acuvue brand cl was worn during the event. No further information was available. On (B)(6) 2020, the treating facility was contacted to obtain additional medical information. The pt¿s medical records can only be provided to the pt. A request was sent to the pt to obtain medical records from the treating facility. On (B)(6) 2020, the pt was contacted and reported that the medical records have not been requested yet from the treating facility. The pt will send medical records when they are received. No additional information has been received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The availability of the suspect od contact lens is unknown. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.